Manufacturer narrative:
The insulin pump was received with missing retainer. Unable to perform displacement test due to missing retainer. The pump was received with partially broken off reservoir tube lip, missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked case on battery tube area and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose was unknown. It was reported that the reservoir compartment was broken. The insulin pump will be returned for analysis.